Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the surveillance was rebooting when discharging the patient. There was no patient incident.